Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unspecified date in 2011, the patient recovered. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: 11e17h25, 11d19h25 with no issues noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.